Event description:
Following an ercp procedure the physician used a wilson-cook web ii memory double lumen extraction basket for a stone extraction. The extraction basket was advanced over a prepositioned wire guide. When the desired positioned was reached, resistance was encountered as the physician attempted to extend the basket. The inner drive wire punctured the outer sheath near the proximal end of the handle. No injury to the pt was reported.